Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) tenacio pump was unable to fully inflate the device. Fluid cycling would begin when the device was approximately 70% inflated. The physician was initially able to troubleshoot the issue by pressing the deactivation button; however, subsequent attempts were unsuccessful. The patient expressed dissatisfaction with the device. As a result, the pump was explanted and replaced. No patient complications have been reported.